Event description:
It was reported that during minimally invasive spine surgery, the bur broke off in the shaft of the drill attachment. There was no report of any device fragments falling into the surgical site. Backup equipment was used to complete the procedure, causing a 2-5 minute delay. There was no patient or user injury reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The user facility discarded the drill attachment, so the device will not be returned to the manufacturer for a quality investigation.